Event description:
The customer reported that the light guide connector index was peeling on (B)(6) 2023. And was not reportable. The device was returned for evaluation. During the device evaluation, the objective lens adhesion peeling was identified and is a pae per the rsa. The new aware date for the pae is (B)(6) 2023.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the adhesive around objective lens is peeled. Additional findings were as follows: the adhesive on bending section cover has a chip, the indication on the light guide connector is not correct, and due to wear of angle wire, bending angle in up direction does not meet the standard value and due to damage on lock engagement lever (sp), the angle knob torque of free engage/f lever at engage exceeds the standard value. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility - however, it is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.